Event description:
It was reported that during an upper right lobectomy, it was observed that the stump of the lobe bled more than usual while firing on the pulmonary vein. They had to do hemostasis with several clips and compression. There was a delay of 30 minutes. There was no patient consequence reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. D4: batch #unk. Additional information was requested, and the following was obtained: during pulmonary vein section, insufficient sealing of vascular load was observed, generating bleeding between staples of the vascular stump. Intraoperative control was necessary by compression, use of hemostats and hemostasis clips. There was no hemodynamic compromise or requirement of blood products. According to subsequent clinical analysis, there was no evidence of stapler/device failure, since the same equipment was used throughout the procedure without new events. The preliminary suspicion is oriented to behavior associated with a vascular load (reload) used at the beginning of the procedure. A manufacturing record evaluation was performed for the finished pve35a, with lot number a98w1e, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.